Manufacturer narrative:
Patient information was provided. Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via the evaluation of the submitted log file data. The log file contained data, from the old, exchanged system controller, spanning from 13nov2018 at 17:58:44 to 28nov2018 at 14:16:35, per the timestamp. Continuous yellow wrench advisories associated with driveline fault alarms were captured thoughtful the entirety of the log file. No other atypical alarms were captured. The log file contained data, from the new system controller, spanning from (B)(6) 2018 at 17:03:12 to (B)(6) 2018 at 17:21:07, per the timestamp. The log file captured the initialization of the system controller. No alarms were recorded, and the system appeared to be operating as intended. 67the heartmate ii lvas patient handbook and IFU explain all alarms, including yellow wrench advisory and driveline fault alarms, and the proper actions to take if the alarms cannot be resolved. In addition, the heartmate ii lvas patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a driveline fault was first noted on (B)(6) 2018. No pump stomps were observed by the healthcare professional during lvas history interrogation. The external portion of the percutaneous lead (driveline) was reportedly in disrepair. An ungrounded patient cable was requested. A system controller exchange was performed. Log file by technical services post exchange revealed no further driveline faults. X-rays of the driveline were also reviewed and found to be unremarkable.